Manufacturer narrative:
The calibration and quality control were acceptable. The field service representative adjusted the gear pump pressure and checked the calibration of the needles at the washing position. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results from the cobas 8000 cobas c 502 module. Sample 1 initial result was 11.5 mg/dl and the repeat result was 8.8 mg/dl. Sample 2 initial result was 11.1 mg/dl and the repeat result was 8.7 mg/dl. Sample 3 initial result was 10.7 mg/dl and the repeat results were 8.2 and 8.1 mg/dl. Sample 4 initial result was 11.0 mg/dl and the repeat result was 8.5 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 58658601 with an expiration date of 31-jan-2023.